Event description:
It was reported that during surgery, the cage fractured during implantation upon impaction. The implant was removed and another cage of the same size was used in its place. There was no patient harm or impact on the surgery.

Manufacturer narrative:
Correction to: a1, a2 (age), b5, b6, b7, d1, d2 (common device name), d10, e1, e2, e3, g3, h1. Additional information: g5 (PMA/510k), h3, h6 (method, results and conclusion codes). The returned cage was examined. Visual inspection found that part of the device has fractured off. It is possible that the cage was misaligned within the disc space such that during impaction of the anchoring plate, an unexpected off-axis force was placed on the cage resulting in it's fracture. A review of the DHR did not find any issues which would have contributed to this event.

Manufacturer narrative:
This medwatch is submitted to send the additional information received for this complaint. B4 ; b5 ; d10 ; g1-2 ; g4 ; g7 ; h1 ; h2 ; h3 ; h6 & h10 were updated. The review of the device history records is in progress to find if there is any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Product was returned to ldr medical. Device evaluation ongoing. Investigation still in progress. Conclusion is not yet avialable. H3 other text : received but not evaluated yet.

Event description:
Roi-c coated : broken implant during surgery. As reported, when the surgeon wanted to hit the cage normally, the implant broke in two parts. As a consequence, another cage had to be implanted. Delay of 10 minutes was reported. Additional information was received on may 15th 2019: patient is doing well. Product will be returned to winterthur. The patient had normal bones. The surgery was performed for 3 levels. No x-rays are available. The cage properly assembled with the holder without force. The axis of the disc space was respected. The cage broken during the impaction of anchoring plate. Normal bones. Additional information was received on may 16th 2019: the surgical technique was respected for anchoring plate impaction sequence. The issue occurred during the implantation of the second anchor. The anchors were implanted in different slot, the option that both were implanted in the same slot is discarded. Additional information was received on june 17th 2019: there was no conflict with other device .

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. The review of the device history records is in progress to find if there is any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Product return request was performed. Investigation ongoing. Conclusion is not yet available. Device evaluated by MFR: not returned to manufacturer yet.

Event description:
Roi-c coated: broken implant during surgery. As reported, when the surgeon wanted to hit the cage normally, the implant broke in two parts. As a consequence, another cage had to be implanted. Delay of 10 minutes was reported. Additional information was received on may 15th 2019: patient is doing well. Product will be returned to winterthur. The patient had normal bones. The surgery was performed for 3 levels. No x-rays are available. The cage properly assembled with the holder without force. The axis of the disc space was respected. The cage broken during the impaction of anchoring plate. Additional information was received on may 16th 2019: the surgical technique was respected for anchoring plate impaction sequence. The issue occurred during the implantation of the second anchor. The anchors were implanted in different slot, the option that both were implanted in the same slot is improbable. Product return request was performed. Investigation ongoing.